Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) fiber optic cover was missing. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that during preventive maintenance (pm) getinge field service engineer (fse) found the cs300 intra-aortic balloon pump (iabp) fiber optic cover was missing. Fse have replaced the fiber optic connector panel to resolve the issue. Fse completed the functional tests and operational equipment. There was no patient involvement.